Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a compromised forced sensor alarm after priming and that the pump keeps going back to rewind. Their blood glucose is unknown. There is also a crack across the top of the pump. No further information given. They were advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not being returned for analysis.